Event description:
It was reported that the patient has reported an increase in seizures on (B)(6) 2013. No additional information was reported at that time. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.